Event description:
Pt implanted in 1997 in chin, glabella right and left, and right nasolabial. Onset of infection, unsatisfactory results, and implant palpable 1997 in the chin, forehead, nasolabial. Implant explanted in 1997. Pt treated 10/03/1997 with zithromax; 10/07/1997 with dicloxacillin; 10/17/1997, 04/22/1998 and 05/01/1998 with duricef. Implant explanted in 1997. Implant revised 11/17/1997. Site incised and drained 04/22/1998. Implant explanted in 1999.